Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre delivery inspection cardiosave intra aortic balloon pump (iabp)¿s touchscreen was unresponsive. There was no patient involved.